Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: hi (greater than 600 mg/dl) and 77 mg/dl. Results were obtained using two different vials of strips. Customer is not sure which vial of strips was used with each reading. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case is for strip lot 551242. (B)(4).

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.